Event description:
Complainant alleged that the medics were attempting to defibrillate a patient (age unknown) who was in cardiac arrest, but the device displayed a "check pads" message. The medics obtained another device, but continued to receive the same error message. The medics then applied a fresh set of pads to the pt, and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.